Event description:
Patient experienced a breakage of a locking reconstruction plate and was revised.

Manufacturer narrative:
Additional information has been requested. The device history record was reviewed; product met all specifications during manufacture.